Event description:
It was reported that the patient received inappropriate shocks, and the lead exhibited high/varying impedances. It was suspected that the lead had experienced a subclavian crush. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks, and the lead exhibited high/varying impedances. It was suspected that the lead had experienced a subclavian crush. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Sensing/oversensing: ventricular short interval count v-sic=731.6 counts avg/day, in 263 days, between (B)(6) 2011 13:02:52 and (B)(6) 2012 13:16:07. Impedance/high impedance: weekly pace lead measurement log data show various spike increases for max v. Pace = 784 to 16382 ohms range between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The proximal conductor was fractured, the defib conductor was distorted, and the distal conductor was stretched. Blood/body fluid was found on the outer tubing overlay, which was melted and exhibited cosmetic environmental stress cracking.